Event description:
It was reported that the pump was beeping but no error was popping up. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could not duplicate the customer reported problem. The root cause of the issue could not be determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Preventatively, the downstream occlusion sensor was replaced.